Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument mouth was found to be broken. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. The scissors were bent or had broken out of the orange casing at the front. It is unknown whether any fragments fell into the patient; therefore, nothing was retrieved. No images or videos were taken for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Additional observation related to the customer reported complaint: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube extension. The complaint was confirmed by failure analysis. The probable root cause is attributed to broken tube extension.

Event description:
Refer to h11 for follow-up information.